Event description:
It was reported that water does not get cold in arctic sun device.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. Section e: initial reporter phone: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Tested ttm by bypass mode. The water temperature of t4 was around 4 to 6 degrees celcius. But the water temperature of t1 was not cold. Mixing pump problem. Replaced mixing pump. This device was evaluated. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,g,h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water does not get cold in arctic sun device. Per follow up information received via email on 06sep2024, repairs will be carried out on site. During the test, it was confirmed that the t4 was cold, but it was not mixed. The mixing pump problem has been confirmed and repairs will be scheduled after confirming the customer's intention to repair. Mixing pump is scheduled to be replaced.